Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. But there is white residue of the saline in the tube. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and did not present any anomalies. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed, and we cannot determine what caused the user to experience reported problem. A manufacturing record evaluation was performed for the finished device [u1905159] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [u1905159] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: device evaluation: further investigation determined that the investigation summary needed to be updated to reflect the correct investigation. Investigation summary = according to the information provided, it was reported that during a shoulder arthroscopy procedure the suction feature of the premiere90 electrode stopped working. Another device was used to complete the procedure. The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. But there is white residue of the saline in the tube. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for epoch suction electrode: the device has not been returned in its original packaging. The active tip of the device looks in an as expected used condition and shows signs of activation, there is visible tissue debris in the tip suction path, also signs of residue in suction tube. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active-return), as a result the device passes all parameter. The device was functional testing using vaprvue generator (gml4808/3), the test included different values as a setting and the activation in ablate and coagulation passed. Instead, in related at the suction flow test (rate 700mmhg activation without suction) was failed. The activation performance on both ablate and coagulation mode were passed without suction. Futher investigation was performed, a positive pressure test on the device in an attempt to free the blockage. A combination of positive pressure and vacuum could not remove the blockage. A thin gauge wire was inserted into the suction path to locate the blockage. The wire moved freely until it hit the distal end, at which point the tissue debris that was visible in the suction path could be seen moving. Confirming that the blockage was resultant of tissue debris. Supplier summary: the customer¿s claim of the suction feature of the device stopped working was confirmed. A blockage was located at the distal end of the device which was discovered to be tissue debris. It was not possible to free the tissue blockage during the investigation. The possible route cause can be attribute the 'poor suction flow through device due to tissue blockage' caused by tissue entering the tip and leading to a blockage. The outcome of this being 'delay or cancellation of procedure to a patient under anesthetic'. A manufacturing record evaluation was performed for the finished device [u1905159] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [u1905159] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy procedure the suction feature of the premiere90 electrode stopped working. Another device was used to complete the procedure. No patient consequences or surgical delay reported. This device is available for evaluation.